Event description:
It is reported that during surgery on (B) (6) 2009, the surgeon reamed to insert a 12x130mm humeral stem which "fell in" with minimal effort. The surgeon then reamed again and opted to insert a 14x130mm humeral stem which sat proud. The surgeon re-reamed and was maxed out in reaming. The stem was inserted again and proper implantation was unsuccessful again. The 12x130mm stem was then cemented in place using a cement restrictor for appropriate depth. The stem was cemented in without difficulty this time. Surgery was delayed 30-35 minutes. The 14x130mm humeral stem was returned for evaluation.

Manufacturer narrative:
(B) (4). Evaluation summary: the nominal fit of the implant to the bone preparation is intended to provide an interference fit condition to provide mechanical stability in the absence of bone cement. Depending on patient bone quality, and the amount of bone removed, the remaining bone may not allow the implant to seat with the normal impact forces in some cases. Based on the available information a definitive cause can not be determined. Device history records indicate all components were manufactured and inspected to specification.